Manufacturer narrative:
Qc is run 3 times daily and was run before and after the event and recovered within range. A field service engineer (fse) went on-site and checked and cleaned various instrument parts and then performed reproducibility testing and verified the instrument's operation. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) and platelet (plt) results generated by the coulter lh 750 analyzer. Patient printouts were not provided, therefore it is unknown if the instrument generated any suspect flags or messages. The erroneous results were reported out. There was no death, serious injury or change to patient treatment associated with this event.